Event description:
On (B)(6) 2011, a gore viabahn endoprosthesis was being implanted to treat a popliteal aneurysm. The physician used an ipsilateral approach and gained access through the common femoral artery. A 10x15 viabahn was advanced using a .035 amplatz super stiff guidewire without the aid of an introducer sheath. It was reported that the viabahn got stuck in a highly calcified lesion. The physician decided to remove the device and re-balloon the site. During removal, the superficial femoral artery was perforated. Four viabahn devices were deployed in an attempt to repair the perforated vessel. Two units of blood were used. The physician converted to open surgery and implanted a vascular graft in the proximal sfa. The physician stated the artery was more calcified than it appeared on the angiogram. It was reported the patient expired later the same day due to intraoperative blood loss, cardiac arrest, damaged right femoral artery, ischemia to right lower extremity and right popliteal aneurysm.

Manufacturer narrative:
Method: review of the device manufacturing record history. Results: review of device manufacturing record history confirmed device met pre-release specifications.